Event description:
Boston scientific received information that this product was part of a system that was explanted due to a pocket erosion. There was no report of adverse patient effects.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.